Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a pinhole on the channel tube. The evaluation found no electrical continuity due to damage on the distal end, the scope connector cover unit was deformed and had a scratch, due to wear of the angle wire, the bending angle in up direction did not meet the standard value, due to the damage on the channel tube the forceps and the channel cleaning brush could not be inserted smoothly, due to the cut on the charged coupled device, image noise occurred during angulation in the up direction, the control unit had a scratch, the scope cover had a scratch, the grip had a scratch, the switch box had a scratch, the angulation lever had a scratch, the up/down angulation plate had a scratch, the insertion tube rotation ring had a scratch, and the suction connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope experienced air/water leakages. The device was returned for evaluation. During the device evaluation, a black screen with no image was found due to a cut on the charged coupled device cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "breakage circuit printed board cable the screen black and no image was displayed" was caused by a failure of the image sensor unit defect a defect of the circuit board in the video connector or a defect of the system side. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.